Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 had error 13-1064-1229 was due to software fault. Rechecked the network package setup and confirmed the presence of the flash package. Recommended that the customer to reflash the pump. Assisted the customer by guiding them through the reflashing procedure step by step. After the reflashing process was completed, the pump was working and functioning properly. Advised the biomed team to record the pump serial number (sn) before returning the unit to the floor. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported 8100 error 13-1064-1229. There was no patient involvement.